Event description:
It has been reported to co that the teflon coating on the wire was scraped off during the procedure. The physician inserted the wire into the pt and then inserted the guide into the pt. The physician removed the guide and noticed that the teflon coating of the wire was scraping off. The pt is reported to be fine.